Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure.

Event description:
During a periodic review of published literature by the manufacturer, baylis medical devices were identified among several other manufacturer's devices as having been used in procedures with reported complications. There is no evidence to suggest the baylis medical devices caused or contributed to the reported complications. However, as baylis devices were among the several devices used in the procedures, baylis medical has decided to submit this report. Article reference: long, a., & mahoney, p. (2020). Sequential use of alcohol septal ablation and electrosurgical leaflet resection prior to transcatheter mitral valve replacement. J invasive cardiol, 32(2), e36-e41. As per this article: several hours after transfer to the cardiac intensive care unit for post-procedure recovery, the patient was noted to have intermittent complete heart block, requiring placement of a dual-chamber pacemaker the following day. It is not clear whether this was due to the transcatheter mitral valve replacement or to the earlier septal ablation procedure." Separate MDR reports have been submitted for the devices mentioned in the article. The MDR report number for the nrg transseptal needle is 9710452-2020-00016. The MDR report number for the protrack pigtail wire is 9710452-2020-00018.